Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 595 mg/dl with low to moderate ketones. The customer attempted to deliver a bolus of insulin via the pump; however, another occlusion alarm had occurred. The customer went to the emergency room and was hospitalized on (B)(6) 2016 for diabetic ketoacidosis and was treated with intravenous insulin. Tandem technical support was contacted on (B)(6) 2016 by the customer and at that time, was still hospitalized and the bg level was still unstable. Although requested, additional information was not provided.